Event description:
It was reported that during a davinci si hysterectomy procedure, the customer noted a 'broken cable' on the mega needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode. The instrument was placed on the in house davinci robot system and driven with no issues. Instrument passed recognition and engagement test. Instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was found to be fully functional.